Event description:
It was reported that a spectrum onfusion pump alarmed door not fully latched in an unidentified care area. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom door not fully latched alarm, but confirmed it through review of the event history log. The device was received inoperable due to a constant load set alarm, determined to be caused by a failed upper hook switch. The upper auxiliary assembly, which contains the failed upper hook switch, was replaced.